Manufacturer narrative:
(B)(4). A sample was not returned to baxter therefore no evaluation was performed. A batch review was performed for potentially associated lot number (gd891721) with no defects noted. The event of peritonitis was not confirmed. The root cause for this condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Global pharmacovigilance (gpv) received a report from a baxter product service and support representative who had spoken to the patient. The patient reported he had been in and out of the hospital with renal problems. Product service and support representative stated that the events were not related to the product and was unable to identify the product. During a follow up call on (B)(6) 2012 the facility nurse indicated this hospitalization occurred around (B)(6) 2012 and was related to abdominal pain and peritonitis. The pd rn stated the patient received unknown medications for peritonitis from (B)(6) til the (B)(6). During a follow up call, the facility nurse clarified the patient had experienced peritonitis in (B)(6) 2012. The patient received gentamycin and vancomycin intraperitoneal (ip) (dose and length of therapy unknown). The patient outcome was good. The nurse indicated that the patient has had issues with using aseptic technique during therapy. The patient has been retrained regarding aseptic technique. Aseptic technique was not related to the current event. In (B)(6) 2012 the patient did experience pericarditis. The nurse indicated the pericarditis did not occur at the same time as the peritonitis. The nurse was unable to provide further information related to that event. The nurse indicated she has no further information to provide for either event.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.